Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting inappropriate shocks and loss of capture. The physician elected to cap the rate sense terminal and implant a new positive fixation lead on the septum.